Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
It was noted the patient died approximately 5 months following device system implant. The cause of death was requested and not received. Follow up with the patient's clinic reported they do not have any information on the cause of death. There is no indication of any device or lead issues at or around the patient's date of death.

Event description:
It was noted the patient died approximately 5 months following device system implant. The cause of death is being requested.